Manufacturer narrative:
B5 (describe event or problem) and h6 (adverse event problem) were updated per additional information provided by the customer.

Event description:
The customer reported that the autopulse platform (sn 32192) displayed "system error, out of service, revert to manual CPR." This was observed during shift check. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" was confirmed based on the review of the archive and during functional testing. The root cause of the reported complaint was an internal software error, attributed to the failed processor board, likely related to the device's aging. The device life expectancy is 5 years. The autopulse platform was manufactured in may 2013 and is over 12 years old. The archive data was downloaded but could not be parsed. However, ap vision indicated system error - 209 (software error), thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device, confirming the reported complaint. The failed processor board (pca) needs to be replaced to remedy the system error. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse with serial number (B)(6).

Event description:
The customer reported that the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR." No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.